Manufacturer narrative:
Eval: no product was returned to assist in this investigation. Based upon the info provided we are unsure why the sheath separated. It may have been due to an unk large device advancing through the sheath or adverse pt anatomy. We are aware that separation may occur in this device and are taking the appropriate steps toward resolution.